Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 12:30 pm, the patient experienced hyperglycemic, lost consciousness while seated at work. Prior to the event, the g7 was persistently reading high and alerting and that the cgm was around 200 mg/dl, no bg was taken. The patient had been experiencing symptoms including muscle and body pain, couldn¿t think right, and sweating. The patient was later informed by coworkers that she had passed out. No injuries were reported as the patient did not fall to the ground. A bg check was performed at approximately 1pm, which read 479 mg/dl while cgm was 332 mg/dll. Workplace medical staff administered fast-acting insulin(fiasp), approximately 8 units. The patient regained consciousness, symptoms gradually resolved, and new sensor was inserted after removing the faulty sensor. No additional medications were given, and no ER visit or hospitalization occurred. The patient has been doing fine since the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.